Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The 80-90% stenosed target lesion was located in the right iliac artery (ria). The 3.00x12mm taxus liberte drug-eluting stent (des) was advanced to the target lesion to treat a dissection that had occurred between two implanted taxus stents. Almost immediately after insertion of the device, the shaft broke. The physician was able to remove the device, and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good."

Manufacturer narrative:
Device analysis can confirm the complaint reported. The device was received in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 26 cm distal from the strain relief. The device appeared to have been kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. A review of the shop floor paperwork found that the device met its material, assembly, and product specifications. The most probable root cause of this complaint can be attributed to handling damage.